Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during vitrectomy surgery, cutter of an ophthalmic operating system would not activate despite fully pressing down on pedal. The surgery was completed on the same day using different system without any patient harm.